Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (can connection status flags and service codes 204 and 107) was unable to be duplicated. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. Investigation into similar events indicates that the damaged connector could be a contributing cause to the reported problems. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving can connection status flags and service codes 204 (belt/monitor unusable) and 107 (mult abnormal shutdowns).